Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main knob rotated and did not allow the user to switch modes from defib to monitor or pace. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.